Manufacturer narrative:
Literature attachment: article title: bioprosthetic mitral valve thrombosis: the role of cardiac CT in diagnosis and guiding the management as reported in a research article, "bioprosthetic mitral valve thrombosis: the role of cardiac CT in diagnosis and guiding the management", on an unknown date, an unknown trifecta valve was implanted for aortic valve replacement (avr) in a female patient in her 60s. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Some of the complications reported were unexpected medical intervention (medication), hospitalization, dyspnea, fatigue, movement disorder, thrombosis, mitral stenosis, leaflet thickening, leaflet obstruction; these complications are anticipated for the procedure and subject population. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "bioprosthetic mitral valve thrombosis: the role of cardiac CT in diagnosis and guiding the management", was reviewed. The article presented a case study of a female patient in her 60s. It was reported that on an unknown date, an unknown trifecta valve was implanted for aortic valve replacement (avr). It was then reported 10 years post-procedure, the patient required redo-avr due to mixed degenerative aortic valve (av) disease and av stenosis. The trifecta valve was found to be invaginated in the aortic wall and was replaced by a 19mm perimount magna ease valve. The patient also underwent concomitant mitral valve replacement (mvr) and a 25mm epic valve was successfully implanted. It was then reported two years post-intervention, the patient presented with shortness of breath, dizziness, and tiredness. Chest x-ray showed marked cardiomegaly with a background of emphysema and mildly congested lung field. An echocardiogram (ECG), transesophageal echocardiography (tee), and gated cardiac computed tomography (CT) angiography showed hypoattenuation and leaflet thickening of two of the mitral valve (mv) leaflets with reduced mobility and high gradient suggesting bioprosthetic valve thrombosis (bpvt). A decision was made to start the patient on anticoagulation with warfarin and enoxaparin bridging. After a series of follow-up transthoracic echocardiography and cardiac CT, the bpvt was resolved with no residual obstruction. [The primary and corresponding author was ayman helal, department of cardiology, (B)(6) general hospital, with corresponding email: (B)(6)]